Event description:
On (B)(6) 2010, a spontaneous report by a plastic surgeon was received from a company representative regarding a (B)(6) female who received an injection of perlane (cross-linked hyaluronic acid dermal filler). Add'l info was received on (B)(6) 2010 from a dermatologist. Based on the info received, the case was upgraded to non-serious, unexpected. Medical history included two previous injections of perlane without any adverse events; the patient had no other medical history. The pt's skin type was olive. Concomitant medications included celebrex (celecoxib), norvasc (amlodipine besylate) and sarafem (fluoxetine hydrochloride) (reported as "sarafen"). The pt received an injection of perlane from a 1 cc syringe (amount injected not reported) using a 30 gauge needle on (B)(6) 2010 (also reported as "(B)(6) 2010" by the company rep) to the nasolabial folds and upper and lower lips. Pre-procedure medication included a dental block using xylocaine. Add'l procedures performed at the time of implantation included botox (onabotulinumtoxina) to the forehead frown lines and to the crow's feet. On an unspecified date in (B)(6) 2010, after the implantation, the patient developed necrosis of the right nasolabial fold. On (B)(6) 2010, the patient was evaluated by the plastic surgeon who found what appeared to be necrosis. According to the company rep, the plastic surgeon though that he might have injected too close to the right nasal crease. The plastic surgeon's nurse reported pictures were taken of the pt that showed the top of the alar and toward the tip of the nose were dark, like necrosis. Toward the back of the pt's nose there appeared to be some papules (also reported as "blisters in the nasal crease" by the company rep). The plastic surgeon's nurse reported, "it really just looked like granulated tissue, like when there is healing." The pt was referred to a dermatologist for further care. According to the company rep, the pt was sent to the dermatologist "to rule out (B)(6)." The pt was evaluated by the dermatologist on (B)(6) 2010. Cultures of the area were performed and bactrim (sulfamethoxazole and trimethoprim) and valtrex (valacyclovir hydrochloride) were prescribed. The company rep reported the cultures confirmed necrosis of the right nasolabial fold and not (B)(6). The plastic surgeon's nurse reported the culture results were not noted in the pt's chart. The plastic surgeon was in contact with the pt on (B)(6) 2010, at which time the pt told him the area was looking better. On (B)(6) 2010, the company rep reported the plastic surgeon was going to see the pt back again on an unspecified date in (B)(6) 2010 (reported as "(B)(6)" from the date of the report). The plastic surgeon's nurse reported the pt was to f/u, but there was no date or timeframe noted in the pt's chart. On (B)(6) 2010, add'l info was received from a dermatologist. The dermatologist reported the clinical diagnosis was ulcer with suspected infection. The ulcer was located on the right side of the pt's nose. The culture results came back negative and grew normal flora. The pt had been applying topical antibiotic on the area, so the culture may not have been valid. No add'l treatment was given beyond bactrim and (B)(6). The pt was supposed to come in for a f/u appointment, but she never showed up; therefore the dermatologist did not know the current status of the patient. The plastic surgeon felt the perlane caused the reported events, as he did research and found a journal article with adverse effects of fillers and the pictures "looked identical to what he saw with this patient." The dermatologist felt that chronologically it was suggested that perlane caused the reported events because the infection followed the injection. However, the dermatologist felt he could not say for sure, as he was not the injecting physician. The plastic surgeon's nurse and the dermatologist both assessed the severity of the events as moderate. The lot number and exp date were 9629 and 03/2011, respectively.